Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the result of investigation the most probable cause which is the adhesive distal sheath on has corrosion caused was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, had adhesive on distal sheath a rubber has corrosion. There was no patient involvement.